Manufacturer narrative:
Eval: overtravel spring assembly.

Event description:
It was reported by service report that the stretcher will not come out of zoom mode. No pt involvement or adverse consequences are reported.